Event description:
Pump declared alarm 20 while customer was using it for pumping. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in loading a new cartridge following proper technique and successfully resumed insulin therapy.